Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the pt stated, that he set his basal rates and bolus increment on his new infusion device, but the values entered were subsequently erased. This resulted in an increase in his blood glucose value to 438 mg/dl. He reported his normal blood glucose value to be 142 mg/dl. He did not report symptoms related to elevated blood glucose. During troubleshooting with a company rep, it was determined that he had not correctly saved the values that he input into the infusion device pursuant to labeling. He was educated regarding the applicable steps to input and save his values, as well as applicable use of the "scroll" versus "quick" bolus. After changing values in his infusion device, he conveyed that he would bolus insulin to decrease his blood glucose level. During troubleshooting, it was also determined that the pt had transitioned to the new infusion device prior to training. Fourteen days later, he stated that his blood glucose value had returned to normal. As of that date, attempts to schedule a trainer to visit the pt had been unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.